Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A review of the data log found firmware errors. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the battery control chip was cracked/damaged. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.